Event description:
It was reported that on (B)(6) 2007, the patient fell at the nursing home. The lead dislodged and was successfully repositioned. On (B)(6) 2007, the patient deceased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.